Manufacturer narrative:
The head section solenoid was replaced to repair the bed.

Event description:
Info received indicates the head up function is not working to place the bed into the chair position.